Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. Customer states the display was not blank less than 30 seconds. Customer states display was blank currently. Customer states the contacts on the battery cap was neither damaged nor corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional instructions. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, active current test, sleep current test and self test. Blank display not confirmed. (B)(4).